Event description:
This case was reported via regulatory authority ansm (reference number: (B)(4)) on 10-feb-2017. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergy to several metals, including nickel") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient started essure. On (B)(6) 2012, 4 days after starting essure, the patient experienced pelvic pain ("on the fourth day later insertion, she developed intense pelvic pain"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and clinically significant/intervention required), abdominal pain ("abdominal pain"), abdominal distension ("abdomen bloated"), abdominal discomfort ("abdomen tense"), groin pain ("pain in groin, more intense on the right"), cough ("persistent cough"), back pain ("pain, resembling fibromyalgia, in the back"), pain ("pain, resembling fibromyalgia, in the torso"), hormone level abnormal ("hormone imbalance"), breast enlargement ("increase in breast size"), erythema ("facial redness"), ovulation pain ("pain is worse at the time of ovulation and menstruation"), dysmenorrhoea ("pain is worse at the time of ovulation and menstruation") and pelvic fluid collection ("persistence of effusion in pelvic area and recto-uterine pouch"). The patient was treated with pregabalin (lyrica), cyproterone acetate (androcur) and surgery (surgery to remove device on (B)(6) 2012). Essure was withdrawn. At the time of the report, the allergy to metals, abdominal distension, abdominal discomfort, groin pain, cough, back pain, pain, hormone level abnormal, breast enlargement, erythema, ovulation pain, dysmenorrhoea and pelvic fluid collection outcome was unknown and the pelvic pain and abdominal pain had not resolved. The reporter provided no causality assessment for allergy to metals, pelvic pain, abdominal pain, abdominal distension, abdominal discomfort, groin pain, cough, back pain, pain, hormone level abnormal, breast enlargement, erythema, ovulation pain, dysmenorrhoea and pelvic fluid collection with essure. The reporter commented: since removal, pelvic and abdominal pain has persisted. Follow-up in pain management with treatment with lyrica. Treatment with androcur, prescribed to block ovulation because the pain is worse at the time of ovulation and menstruation. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: allergy test result was positive. On an unknown date: ultrasound pelvis result was persistent fluid effusion. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced allergy to several metals, including nickel. A surgery to remove device was performed. This event is regarded as anticipated according to the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. Based on its nature and lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident because device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought. No further information will be available, because health authority does not allow active follow-up.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 8-mar-2017: quality safety evaluation of ptc. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced allergy to several metals, including nickel. A surgery to remove device was performed. This event is regarded as anticipated according to the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. Based on its nature and lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident because device removal was required. Additionally, non-serious events were reported. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. No further information will be available, because health authority does not allow active follow-up.